Manufacturer narrative:
(B)(6).

Event description:
The customer reported an error with the oxygen. The customer confirmed the error log shows check vent: oxygen device failed and oxygen not available. It is currently unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) tested the ventilator on-site and found the device failed the oxygen test. The fse found the data acquisition cable to the gas delivery system sensor was disconnected. The cable was reconnected, and the issue was resolved. The root cause was a disconnected cable. There were no parts replaced.